Event description:
Customer reported that the wire was successfully zeroed and normalized. The wire was advanced through the lesion and an ffr reading was obtained. However, during pullback, the wire was unable to be removed as it was lodged in the catheter's side port. Both wire and catheter were removed as a system and will be returned to the manufacturer together. No patient injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints was reported for this same failure mode within this lot. The device has not yet been returned to the manufacturer. However, a full evaluation will be conducted if the device is received and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.